Event description:
It was reported that suspected premature battery depletion was observed. The device was explanted and replaced. Patient was fine.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of the battery trend data. Based on the available parameters and usage information, a longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.